Manufacturer narrative:
Product ID# 97715 serial # (B)(6) was returned for analysis and subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found that the implantable neurostimulator (ins) passed functional testing and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient called to report pain at the generator site. No known factors. No troubleshooting performed at this time. Reprogramming session scheduled for (B)(6) 21. Additional information was received from the rep. The rep reported that the battery was interrogated and functioning properly. The healthcare provider (hcp) thinks the acute pain issue was unrelated to the ins or leads. The patient was sent for imaging to see if there could be other causes of pain. Patient seen at hcp office for additional reprogramming and system check on (B)(6) 2021. Patient states he continues to have new pain, now low back and leg pain since first new pain complaint was made (B)(6) 2021. Also reports ins gets warm throughout the day, since (B)(6) 2021 - just reported to rep on (B)(6) 2021. Causes are all undetermined. Impedances and connections checked - all showed within normal limits/good. Patient received injection from dr. Auerbach and given additional programming to try. No further information. Additional information received. It was reported on (B)(6) 21 hcp notified reps that battery was being replaced on (B)(6) 2021, due to complaint of battery getting hot. On (B)(6) 2021 spoke to patient in preop, stated battery continues to heat up sporadically, and he has to turn it off. States it discharges to 60% in a day even when off. Stated he had it on yesterday, but the diaries show it¿s been off since (B)(6) 2021. Cause of events are undetermined. Ins replaced with new 97715, sn (B)(4) by dr. (B)(6) at (B)(6) medical center, (B)(6). Explanted ins sent to pathology per account protocol. Will be returned to mdt when released to rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.